Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. In addition to the findings previously reported in b5, evaluation found the adhesive applied to the distal end to hold the plastic cover is not from olympus but from a third party (3rd party). These are likely a result of accumulated residues from previous procedures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used. Then humidity may have been allowed to go inside the lg-lens and caused corrosion. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. Evis exera ii tjf type q180v operation manual includes the detection way in chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing manual includes the preventive measures in 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water cylinders were discolored, the switch box was dented, the expected insulation capacity could not be obtained; due to a cut on the heat. Shrinking tube of the forceps elevator lever, the flexible printed circuit was corroded; due to water leakage. The electrical connector was corroded, the image guide protector was cut, the light guide bundle was broken, the objective lens was scratched, the connecting tube was buckled, the light guide lens was cracked and the lever arm was corroded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported, the evis exera ii duodenovideoscope had an image problem. The issue was found when preparing the scope for use. The customer did not report any issues related to the presence of foreign material, and the device had been reprocessed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the distal end had foreign material and the inside of the light guide lens was dirty. Adhesive was applied to the distal end to hold the plastic cover. The adhesive was not from olympus and likely resulted in accumulated residues from previous procedures, that were not properly cleaned. The report is being submitted due to foreign material in the scope found during evaluation.